Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive stuck button alarms and buttons were not pressed for more than three minutes. Customer's blood glucose was 7.8 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly, unlocked printed circuit board keypad connector or stuck button alarm noted during testing. The insulin pump passed the leak test, self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.